Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The printed circuit assembly(pca) agent delivery board and flow control valve for breathing circuit gas (bcg) module were replaced to resolve the issue.

Event description:
The hospital reported high concentration of agent output. There was no report of patient injury.